Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
It was reported that during set up the ventilators touchscreen would not pass calibration. There was no patient involvement. The customer troubleshot with technical support. The customer was advised to check for any damage to touchscreen or cleaning residue, remove from alternating current (ac) power and remove battery if touchscreen is unresponsive and was provided with part number for touchscreen.

Manufacturer narrative:
G4: 08jun2020. B4: 09jun2020. The customer reported that replacing the touchscreen addressed the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.